Manufacturer narrative:
The device was received fully deployed. The download data shows that the device completed first prime in 45 pulses and delivered 50 pulses total. No timeouts or drive stalls were seen in the data. The firing flat was observed to be in the vertical position. No damages or defects were found that would cause the needle to deploy early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were found that would contribute to the reported event, it could not be determined when the device deployed. The device generated an 0x12 alarm, indicating reset caused by low voltage detect. Inspection of the device found no issues that would contribute to the alarm. During the investigation the device delivered a 5 unit bolus and did not replicate the alarm. The exact cause of the alarm could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.